Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump received a blank display. After troubleshooting, display screen returned but received a batter out limit alarm. Customer's blood glucose was 400 mg/dl. Troubleshooting was performed for high blood glucose and customer reported that site was sore and irritated. Customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test.